Event description:
Ocular lens on microscope came off when surgeon grabbed handle. Surgeon tried putting it back on but was unable to. Rep in room was able to place ocular lens back on and was tested by resident before using it again.

Event description:
Ocular lens on microscope came off when surgeon grabbed handle. Surgeon tried putting it back on but was unable to. Rep in room was able to place ocular lens back on and was tested by resident before using it again.